Event description:
It was reported to philips that the device experienced an etco2 test failure due to a leak. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty etc02 module field replacement kit. Based on the conclusion of the investigation, it was determined that this was a malfunction of the etc02 module field replacement kit. The etc02 module field replacement kit was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an etco2 test failure due to a leak. There was no patient involvement.